Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's device had impedance readings of >4000 ohms on some of the bipolar pairs. All the combinations paired with electrode 2 were >4000 ohms. Pt was using 0+1- and therapy impedance was within normal impedance limits. Add'l info has been requested.